Event description:
The customer reported the ventilator not power on. The customer reported the device was not in use therefore, there was no pt involvement or harm. The MFR's field service engineer (fse) was able to duplicate the reported problem. The fse replaced the power supply and battery to address the reported problem. Applicable final testing was performed and passed. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.